Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported he experienced an infection while using the tender headset. He had redness at the infusion site on his abdomen, and his skin was raised in a marble pattern. His doctor prescribed antibiotics, and the infusion site has since healed. He preps the infusion site with an alcohol swab before insertion. The alleged product was discarded and will not be returned for evaluation.